Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the device did not work for patient. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the device did not work for patient. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient was implanted with a competitor's device.